Event description:
(B)(4) study. It was reported that post a stenting treatment procedure the patient encountered stable angina. Target lesion 1 was located in the proximal left anterior descending artery with 75% stenosis and was 30mm long with a reference vessel diameter of 3.5mm. The lesion was treated with direct stent placement with a 3.50x38mm (B)(4) stent. Post dilatation was performed with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. 3 months later the patient presented with stable angina. The event was resolved with out residual effects. The next day the patient was admitted with an episode of stable angina. 7 days after that the patient underwent a CABG procedure with saphenous vein graft to the left posterior descending artery, 1st obtuse marginal, 2nd obtuse marginal and a diagonal vessel and lima graft to the left anterior descending artery. The patient was discharged 2 days later.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned therefore a technical analysis of the complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).